Event description:
Patient had left ureteral stent placed 1/13/92 for hydronephrosis. Patient returned to surgery on 1/28/92 for removal of the stent. During the removal the stent broke leaving approximately 1/3/ in the pelvis of the left kidney. Patient returned to surgery on 2/6/92 for removal of retained stent. This removal was accomplished by ureteroscope.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.